Event description:
The customer reported that following a femoral runoff and stent placement on 6/2001, a vasoseal vhd kit size 1 was deployed. Hemostasis was not achieved and a c-clamp was placed on the pt to achieve hemostasis. On 7/2001 the pt presented with bruising and swelling of the right groin. An ultrasound revealed a pseudoaneursym which was treated with an injection of thrombin. No further complications were reported.